Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicated that asymptomatic patient presented in-clinic; episodes of non sustained lead noise due to post paced t-wave oversensing were seen in stored egms. The device will be reprogrammed.

Event description:
It was reported that non-sustained lead noise episodes due to oversensing on the ventricular sense amp channel were observed. It was recommended to reprogram the sensitivity. On the next follow up, the asymptomatic patient presented in clinic, backup vvi reset was observed. A firmware download was successfully performed. Patient will be monitored normally.